Event description:
The ticket originally stated that the leak reached the floor and left the footprint of the instrument and onto a walking surface. Therefore, on march 22, 2021, reportability decision form was completed with the information available at the time and was deemed reportable. MDR 3005248192-2021-00038 was submitted on march 23, 2021 and vr204 was submitted on march 24, 2021. On march 25, 2021 new information became available, that once the local engineer inquired about the spill, a user informed him that the spill did not leave the footprint of the instrument and did not reach the walking surface. Version 2 of reportability decision form was processed on april 6, 2021 which deemed the event not reportable.

Manufacturer narrative:
The ticket originally stated that the leak reached the floor and left the footprint of the instrument and onto a walking surface. Therefore, on march 22, 2021, reportability decision form was completed with the information available at the time and was deemed reportable. MDR 3005248192-2021-00038 was submitted on march 23, 2021 and vr204 was submitted on march 24, 2021. On march 25, 2021 new information became available, that once the local engineer inquired about the spill, a user informed him that the spill did not leave the footprint of the instrument and did not reach the walking surface. Version 2 of reportability decision form was processed on april 6, 2021 which deemed the event not reportable.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported that there was a leak coming from the liquid waste container of their alinity m instrument caused by an overflow. The device was not correctly reporting how full the waste container was. The leak reached the floor and left the footprint of the instrument and onto a walking surface. There was no exposure or injury and the leak was cleaned using proper personal protective equipment. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.